Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the coil failed to detach and, as it was being withdrawn, it prematurely detached in the proximal portion of the microcatheter. Both the microcatheter and coil were safely removed with no clinical consequence to the patient.

Event description:
It was reported that the coil failed to detach and, as it was being withdrawn, it prematurely detached in the proximal portion of the microcatheter. Both the microcatheter and coil were safely removed with no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the coil was received for analysis. Device analysis revealed that the proximal section of the coil was kinked. The detachment zone on the coil was examined and there was no evidence that the detachment zone broke but as the delivery wire was not returned it was not possible to determine how the coil detached. Information available indicated that the coil was confirmed to be in good condition post unpacking and preparation. It is probable that unknown procedural factors limited the performance of the device resulting in the reported issue. Therefore a root cause of operational context has been assigned to this investigation.